Event description:
Reporter alleged blood glucose measured 468 mg/dl; however, customer had no symptoms at the time, so she went to the doctor as a result. Customer stated the doctor measured 78 & 72 mg/dl back to back with the customer's meter reading of 439 mg/dl when tests were performed 1 minute apart. No actions were taken or treatment received, reportedly, as a result. A request was made for the return of the suspect device and replacement product was sent.